Manufacturer narrative:
(B)(4). G2: foreign: japan. Visual evaluation of the returned product found 2 pouches with creasing in the seal area. A dye test was performed and found seals that are non-conforming to zpc 8.400. Sterility has been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The root cause of the reported event can be attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was a wrinkle in the seal. There was no patient involvement. Attempts have been made and no further information has been provided.